Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional tests and occlusion tests were performed. A damaged downstream occlusion (dso) seal was found as well as a motor that was out of specification. The reported problem was duplicated. The most probable cause was defective motor. The motor and dso seal were replaced to fix the issue.

Event description:
The results of the investigation found a damaged downstream occlusion (dso) seal. There was unknown patient involvement.